Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery cannot be charged. There was no reported patient impact or injury.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ indicating that the battery cannot be charged. There was reportedly no patient involvement. A philips authorized bench repair technician evaluated the device and was unable to replicate the reported issue. Per the service max notes, the bench repair technician provided a quote to replace the battery pca, processor pca and the therapy pca. However, we are unable to determine if this resolved the issue since the customer cancelled the repair and the device was returned to the customer. The investigation concludes that no further action is warranted at this time.